Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tka on an unknown date. The patient returned to the surgeon's office with complaints of pain, swelling, instability and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a right revision tka full revision. The patient was revised on (B)(6) 2023 to competitor's devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported is likely due to prosthesis wear, instability and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.